Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient felt nauseous and lightheaded. During this time, her cgm mobile device showed egv around 150 mg/dl. She did not do a bg test. She decided to go to the emergency room (ER). No medications/treatment was taken prior to going to the ER. Upon arrival at the ER, her bg was tested and showed 498 mg/dl while her egv was around 150 mg/dl. The doctor confirmed that she went dka so she was formally admitted and was given IV insulin and IV saline (unspecified dosages and frequencies). She stayed at the hospital overnight and was discharged on (B)(6) 2025, feeling fine with an unspecified normal glucose level. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken at the ER fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.